Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicated that the pump started not acting right (B)(6) 2017 and officially shut down on (B)(6) 2018. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was provided by a consumer via a manufacturer¿s representative (rep) regarding an implantable intrathecal pump intended to deliver dilaudid [35 mg/ml] at 1.8519 mg/day, and clonidine [150.0 mcg/ml] at 55.56 mcg/day, indicated for non-malignant pain. It was reported that a motor stall was seen at initial interrogation. The patient had called the rep stating that he was getting an 8476 code on his personal therapy manager (ptm) on (B)(6) 2018. It was unknown if the patient had recently had an MRI (magnetic resonance imaging). Motor stall considerations were reviewed, and the rep indicated that they would call the patient back and have him go to the clinic. The rep called back with additional information/history. Per the pump logs, the motor stall occurred on (B)(6) 2018 and had not recovered. It was confirmed that there was no electromagnetic interference (emi) or magnetic interaction with the pump, i.e. MRI. It was reported that the patient experienced withdrawal. It was indicated that there were no environmental, external, or patient factors that may have led or contributed to the issue. Diagnostics/troubleshooting included a diagnostic check on (B)(6) 2018. It was reported that as an action/intervention taken to resolve the issue, they tried resolving the stall and called technical services. The issue was not considered resolved at the time of the report. It was indicated that surgical intervention was planned but had not occurred or scheduled. The patient¿s status at the time of the report was indicated as ¿alive ¿ with injury;¿ it was reported that they had withdrawal symptoms. No further complications were reported or anticipated. The patient¿s medical history and weight were asked, but unknown. Other medications the patient was taking at the time of the event could not be obtained as they were not available to the manufacturer.